Event description:
Reporter indicated that the pt was experiencing painful stimulation in the neck. Pt subsequently used magnet to temporarily disable pulse generator prior to office visit. The physician performed a system and normal mode diagnostics test at office visit and obtained ok lead impedance on both. It was reported the pt's physician indicated that the pt "probably a lead fracture." X-rays reviewed by MFR did not reveal any obvious lead discontinuities. Pt underwent a vns therapy sys replacement. The lead was returned to MFR and is pending product analysis.

Manufacturer narrative:
Ap and lateral x-ray views of neck and chest evaluated by MFR. No obvious lead discontinuities noted . A device malfunction is suspected.